Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-jun-2026, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump outflow would not work during a case. No patient was affected. Additional information was received on 09-jun-2026. The rep confirmed that ar-6411 & ar-6435 tubing was used during an orthopedic knee arthroscopy. The pump settings were not recorded, and a replacement pump was used to complete the procedure. No media was captured, and a rep was present.